Event description:
Surgeon reported pump tubing came off one port and leakage occurred during operation, after the cornea-scleral incision was made. The procedure was stopped and had to be rescheduled. It is unknown if there was any pt impact/injury associated with this event. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause determination is in progress.